Event description:
(B)(4). After I got the essure I bled for 2 years straight, I have had migraines, missed periods, depression, anxiety, constant pain in my abdomen and back, lack of libido, breast tenderness, weight gain, bloating, numbness in my arms and legs, bad circulation.